Event description:
The user site reported that during a 3dimensions patient exam on (B)(6) 2026, calcifications were either not showing in the images or were noticeably less visible compared to exams performed prior to their system replacement. The user site reported that they were not able to see calcifications as easily as before, and in some cases believed that without access to prior images acquired on the previous selenia dimensions system using standard-resolution tomosynthesis and c-view, they might have missed the calcifications entirely. No patient or user injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device. Upon review, the fse observed that the image settings on the current device were not configured the same way as on the previous device. The fse adjusted the window and level parameters for generated 2d and contrast-enhanced digital mammography (cedm) images. The fse verified that the change of settings had been saved and that the phantom imaging was presenting different results than previously. No further information is currently available.